Event description:
As reported, during the procedure, the balloon was overinflated so the valve would be over-expanded and safely secured. The balloon ruptured after the inflation of the valve and the decision was made to do a surgical cutdown to mitigate any damage to the right femoral. The surgeon opened and closed the right femoral access without difficulty. The devices were safely removed. Patient was stable, transferred to the ICU for observation and was reported to be doing well.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
The commander delivery system was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was returned and review of the imagery showed the presence of calcification in the descending aorta. A device history record (DHR) review was not done due to limited information pertaining to the lot number. A lot history review and complaint history review was not done as an existing technical summary is applicable to this event. The review of the instructions for use (IFU) was performed in an existing technical summary. The manufacturing mitigation was performed in an existing technical summary. A review of edwards lifesciences risk management documentation was performed for this case and there was no evidence of product non conformances or labeling/IFU inadequacies. No further action is required. The complaint for failure balloon burst and withdraw catheter through vasculature / sheath difficulty or inability to withdraw system through sheath was unable to be confirmed due to no device and/or imagery available. No manufacturing nonconformance was identified during the evaluation. An existing technical is applicable to this event and provides the root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per 3mensio report received, calcification was present in the descending aorta. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 2cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (overinflation) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficult. An existing technical summary applies to this event therefore, no preventative or corrective actions (CAPA) are required, and no product risk assessment (pra) escalation is required.